Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 lot number the following sections were updated: b4, b5, d4 (expiration date), d4 (UDI#), g3, g6, h1, h2, h4, h10 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the flutes on the tip had fractured off. No other damage was identified. Not all fractured pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign-(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that alps tibia plate procedure was performed. While drilling, the tip of the drill was fractured and is retained inside the patient's body. The surgeon does not plan to remove the fractured tip.